Manufacturer narrative:
Continuation of d10: product ID: 97745; lot#serial#: (B)(6); product type: programmer, patient product ID: 97755; lot#serial#: (B)(6); product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was determined that the battery had turned off due to low charge level on (B)(6). It was noted that the patient had recharged the implant after these dates to re-establish therapy except after on (B)(6) when she waited until on (B)(6) to recharge. In the last ten charging sessions there were not any times when the coil temperature threshold was exceeded and it was noted the fastest charging level was used for these sessions. The stimulation had been turned off by the patient on (B)(6). The patient also changed between groups a, b and c and turned some programs off since on (B)(6) continuing through on (B)(6). After on (B)(6) the patient mainly switched between groups b and c and did not make changes to the programs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins was removed due to multiple functional issues with the battery.

Manufacturer narrative:
H3: analysis of pli# 30 product ID# 97715 found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient received heating at the pocket with all three rechargers that the patient had. The ins current charge level was 30%. The patient only charged their ins so they could be interrogated for a clinic visit, otherwise the patient did not feel comfortable charging their ins or using stimulation. In the patient's diary information, there were 5 times the stim shut off due to low battery charge. The patient was using stim about 100% (B)(6) and then was using stim less often after that due to recharging heating. Average stim use for the past 30 days was 44%. The recharge diary showed an average ending charge of 70% and an average duration of 32 minutes, average interval was 2 days. The patient charged on (B)(6) 2021 from 10-50%, 43 minutes, and then 40-100% the same day, 47 minutes. The patient stated they had turned recharging speed down but that had not helped with the burning issue. The patient noted that some recharging sessions caused heating and some did not. The patient did not have any crps or rsd. The patient used low density settings at 400us, 50hz, and two programs.

Manufacturer narrative:
D10/d11: concomitant medical products: product ID 97745, serial# (B)(6). Product type programmer, patient product ID 97755, serial# (B)(6). Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 97745 serial# (B)(6) product type programmer, patient product ID 9 7755 lot# serial# (B)(6) (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported they met with patient in clinic and ra dianostics. Also pulled mdt report and sent to tech services for further analysis. Issue has not resolved at this time. Waiting to hear back from tech services regarding results from medtronic report that would corroborate issues patient has been having. Cause of issues has not been determined.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the ins was explanted on (B)(6) 2021.

Manufacturer narrative:
Concomitant products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins).¿ the patient said she thinks the issues are caused by the ins, she believes something is wrong with implanted battery, it's a bad battery a faulty battery that probably needs replaced but the manufacturer's representative (rep) wanted to see if the controller causes the issues pt is having. The rep thought the manufacturer could say, no it is not the controller or yes it is the controller. Pt explained her issues are that the implant turns off, for an unknown reason, she feels stim stop but it does not stop because the ins battery is low, it shuts off when she still has 40 percent or more. The patient also reported that the controller has issues connecting to communicate to the implant, it says "problems", later pt said it has error messages to call medtronic or call the doctor but did not recall more details. It was recommended pt take note of the messages. Pt said she has several battery packs; she has even swapped out the batteries and it continues happening the patient reported that she needed to charge every day and was initially told her charge should last 2-3 days. The patient also reported that from day 1 she does not even feel stimulation in her legs. The patient had one program for her low back sh e can feel. It was reported that when she charged the recharger (rtm) gets warm. It was reviewed that she can slow down the charging speed which could make charging cooler. Pt said the skin over the site and where the wires are in her spine get very hot while she is charging so she stops to let it cool down but it is uncomfortable hot, due to having to charge it every day the ins site and where the wires are, these areas hurt it is affecting her sleep. Pt said she charges every day; she does not skip a day she needs her machine 24/7. When she charges, she cannot put it over any clothing it won't read it, it must be on her bare skin. Pt said she can find the ins, she is very thin she can see both of her stimulators sticking out the same. The patient had not had any falls or trauma. The patient thought the site was healed. There was no redness or swelling and the staples had been taken out. Pt asked, why is it hurting so bad? Pt said she thinks due to charging every day, the machine is getting hot in her spine and butt that could be part of the reason. Pt said she has 3 sets of gear, one from the ins that was removed and 2 others for her current implants, she has swapped around all of the equipment, she has tried all the rtms, all the controllers, all the batteries and belts. Pt said when she uses the controllers, they don't find it. Then pt said: no, it still connects it works. A rep later reported that¿the pt¿can't go through a full charge session without having to take the battery out of the¿controller. The rep stated that when the pt is charging the ins and the controller will¿turn off on their own. The incision looked good. An impedance check was done a few weeks prior to the report and it¿ was fine per the rep. It was suggested that the patient keep a log of the on/off situations. The rep reported that the cause of the issues was yet to be determined. The physician noted that the patient's incisions were healing well. The rep reported that they would run impedances the next time they see the patient in office to determine electrode functionality. The rep would also run reports to corroborate the days/times that patient has experienced ins shutting off, recharging issues, etc. The issue was not yet resolved.